Event description:
Additional information received reported the patient was inquiring to know about minimum flow rate. The patient had to reduce the flow rate since the new pump was implanted on (B)(6) 2015. The patient reported that his knee was "too lose," since the new pump was implanted. The dose was reduced from 140 mcg per day to 40 mcg per day. It was noted that the concentration was reduced as well. The patient was redirected to their health care provider (hcp). If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported no troubleshooting was performed except lowering the dose rate. The patient's looseness has improved mildly.

Event description:
Additional information received reported the patient was inquiring why in his previous pump he was up to 140 mcg or higher per day and now with the new pump they kept lowering it. The patient was currently at 66 mcg/day. The patient wanted to know why he was requiring a lower does with the new pump. The alarms had not gone off. The patient had followed up with the healthcare provider (hcp) and they could not explain why he needed less medication. If additional information is received, a follow-up report will be sent.

Event description:
It was reported, the patient was ¿getting way too much medication¿ following a pump replacement. The patient felt extremely loose, his knee felt ¿floppy¿ and his legs were weak. It was later reported the event was attributed to drug effects. The patient¿s pump rate was decreased to 90 mcg/day and the concentration was changed to 500mcg/ml. The patient had not recovered due to symptoms/issue ongoing. They still had concerns regarding their therapy or device but were working with their doctor. They were to follow-up in two weeks. The type of medication being delivered via the device system was baclofen. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).